Event description:
It was reported the motor stops after one minute of use. On (B)(6) 2014 additional information was received from the distributor. There was no patient involved. This issue occurred when tested prior to sterilization. Further clarification was requested.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.